Event description:
Due to nationwide shortage of lipid preparation in our hospital, a syringe pump was used to administer lipids to nicu baby. Lipids were dispensed in a syringe, necessitating the use of a syringe pump. Numeric display 20:00 led rn to think the pump was set to infuse med in twenty hours, but this display signifies twenty minutes. The baby received a whole day's infusion in twenty minutes. No harm came to the baby that we were aware of. Staff educated to recognize twenty hour infusion time displayed on this pump as 20:00:00.what was the original intended procedure?IV infusion.device #1is this a laboratory device or laboratory test?no.